Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during a open heart procedure. The lead was sewn back into place by the surgeon and a lead revision was to be performed upon the patient recovering from the open heart procedure. It was noted that the patient expired two months later and the physician stated the death was not due to the ra lead issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.